Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. 2 batches reported: batch 2309734, manufactured on 2023-07-10; batch 2308723, manufactured on 2023-08-09.

Event description:
(B)(4). During the month of december 2023, several syringes of varying sizes were passed out of the aseptic suite due to issues identified by operators in our aseptic unit with the bd syringes. These identified syringes have not been used in the preparation of patient¿s medication a list of affected syringes with sterile impurities is as follows: 50ml syringe, bn: 2308723, exp: 31/07/2028 ¿moisture and sterile silicon? Within the neck of the syringe¿. 50ml syringe, bn: 2308723, exp: 31/07/2028 ¿various markings within the syringe body¿. 50ml syringe bn: 2307749 exp: 30/06/2028 ¿various black ink markings on the outer part of the syringe body including parts of the critical areas (where a needle would be attached¿. 30ml syringe, bn: 2309006, exp: 31/08/2028 ¿a brown mark near the plunger of the syringe¿. 30ml syringe, bn: 2309006, exp: 31/08/2028 ¿a teal mark on the outside of the syringe¿. 20ml syringe bn: 2307780 exp: 30/06/2028 ¿white sterile silicone? Within the syringe¿. 20ml syringe, bn: 2308763, exp: 31/07/2028 ¿black ink on the inner wrapper containing the syringe¿. 20ml syringe, bn: 2308763, exp: 31/07/2028 ¿black ink on the inner wrapper containing the syringe¿. 5ml syringe, bn: 3164181c09, exp: 31/05/2028 ¿black marks on the base of the syringe near the plunger¿. (B)(6) can I report a complaint regarding 20ml syringes and 50ml syringes identified with issues in our aseptic unit on 22/12/2022. Details of the affected syringes are as follows: 6 x 50ml syringes, bn: 2309734, exp: 31/08/2028 ¿an oily/greasy substance within the syringe¿.

Manufacturer narrative:
Nine 50 ml syringe samples and photos received by our quality team for investigation. Six syringes from reference 2309734, two syringes from lot 2308723 and one syringe from lot 2307749. Through visual inspection, lubricant is observed which appears to be silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for these lots and found to be within specification, no excess silicone confirmed. Based on the available information we are not able to determine a root cause at this time. A device history review was performed for lot 2309734,2308723,2307749 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.